Manufacturer narrative:
The biomedical engineer reported that the entire facility is in communication loss. He stated that last night the (B)(6) facility lost power, and the (B)(6) and (B)(6) facilities both went into communication loss. He stated that the st. Martin facility was up and running, but their facility ((B)(6)) was not. Nihon kohden computer information technology systems support (cits) started up the host 1000 application on the (B)(6) host server which needs to be done any time the host servers are restarted. Issue was resolved by restarting the host servers. No patient harm was reported.

Event description:
The biomedical engineer reported that the entire facility is in communication loss. He stated that last night the (B)(6) facility lost power, and the (B)(6) and (B)(6) facilities both went into communication loss. He stated that the (B)(6) facility was up and running, but their facility ((B)(6)) was not. Nihon kohden computer information technology systems support (cits) started up the host 1000 application on the (B)(6) host server which needs to be done any time the host servers are restarted. Issue was resolved by restarting the host servers. No patient harm was reported.